Manufacturer narrative:
Event date month and year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had poor coupling with recharging. They also reported their recharger was not charging. The patient then reported that it took 5 hours to charge and the recharger had to be plugged into the wall to charge the ins. The patient stated that their prior ins only took 1 hour to charge and they could move around with the recharger. The patient reported the ins battery life was horrible because they had to charge monthly or more frequently. They state it takes forever to charge and before they knew it, it would be fully discharged. They further stated their prior implant would go 2 months without charging. It was further reported that the patient would lay in bed to charge and would not move and the bars would go down from 8 to 1. The recharger screen showed 8 coupling bars and the ins was 1/4 charged and flashing. The recharger was 100% charged. Troubleshooting resolved coupling and 6-8 bars were reported. The recharger was fully charged and the cords were plugged in correctly and they had no damage. The patient disconnected the power cord from the recharger and the patient was able to move around while charging their implant. The recharger was functioning as designed. The patient stated they had no fat and the ins sticks out of their skin and they could feel the shape of the implant. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of concomitant medical products : product ID 37791, serial# unknown, product type: recharger; product ID 97754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient charged their implant while lying down and the antenna kept losing contact. The new antenna worked fine and it took about 3 hours to charge. The patient received a new antenna and guessed that the old one wore out. They stated everything was working fine and they no longer lost contact.